Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement surgery unrelated to the lead, externalized conductors were observed. No electrical anomalies were detected. The lead was capped and replaced.